Event description:
Good evening, my name is (B)(6), I recently spoke to one of your agents about a incident that I recently had with alcon dailies aqua plus comfort the contacts had a mold spur in package and a foul swell come out package, and weird color of solution in container. I explain to agent I had already wear the contacts for a couple of days already and prior to that, I notice that my eyes wear get red and a dark red circle around it and my eyes would not stop hurting me, I had to seek medical attention. Thanks.